Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, (B)(6) identified when attached the cardiohelp to the patient, the pressure readings were negative when they should had read positive.(lot number 70080340). (B)(4).